Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with blood glucose level was 400 mg/dl and treated with the insulin pump. The customer states they were aware that high blood glucose was due to the bent cannulas that why they had lacked the insulin she needed. The insulin pump will not be returned for analysis.